Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing impedance measurements of greater than 2000 ohms in true bipolar pacing mode. Threshold and sensing measurements were reported to be within range and no noise was present. The pacing vector was modified and impedance measurements of 1700 ohms were noted. No surgical intervention was performed and no adverse patient effects were reported. The lead will continue to be monitored.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.